Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced what was suspected as inappropriate therapy for an atrial arrhythmia with rapid ventricular response as well as ongoing intermittent ventricular arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.